Event description:
(B)(4). Rash, hives, vomiting, nausea, severe abdominal pain, hair loss, anxiety, depression, migraines, blood clots in my lungs (from hysterectomy to remove devices), heavy bleeding during periods, endometriosis, ovarian cysts.